Manufacturer narrative:
(B)(4).: batch # t5ce1a. Additional information was requested, and the following was obtained: can you please explain more how the staple line appeared abnormal? A couple staples appeared to be out of normal configuration, per surgeon. Were staples missing or staple lines incomplete? No. Were any staples or staple lines visible after firing the device? Yes if yes, what was the appearance of the staples? (B-formation, irregular, legs straight)? All b formation but a few staples appeared to lay sideways. If the device cut, but did not staple tissue how was the transected tissue managed? It cut and stapled the tissue, but it was staple configuration inside the reload. Noticed more bleeding than expected near the staple line. Added clips to the staple line to control hemostasis. Device analysis: the analysis results showed that one ecr45m cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lap appendectomy, "staple line abnormal." It is unknown how the case was completed. It is unknown if there were any adverse consequences to the patient.